Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they were not able to connect to their pump to see their refill date. The patient said the screen went from 10%-90% real fast and then went from 90% to 100% real slow. The patient stated that the handset has always been slow. The patient stated that they get four bolus a day. The agent assisted patient with clearing the data from the handset and see the refill date on (B)(6) 2025. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.